Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an abrupt rise in shock impedance measurements, going out of range. Technical services (ts) discussed with the health care professional (hcp) bringing this patient in for evaluation. This crt-d remains in service at this time. No adverse patient effects were reported.